Event description:
It was reported that the pt was implanted with an unk fitmore stem, in combination with an unk maxera cup, on an unk date, on an unk side. After approx 2 years, the pt presented with loosening of the stem. As a result, the pt was revised on an unk date. The cup was stable. Since the exact date of birth was not reported, it was entered as the first day and month of the year reported (january 1 1996). As the occurrence date of the event is unk, the MFR awareness date was taken as occurrence date.

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. As no lot numbers were received for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Once more detailed info becomes available, a follow up report will be submitted. Zimmer's reference number of this file is (B)(4).